Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) battery is swelling.

Manufacturer narrative:
Additional information received confirms that the battery was not swollen. The pdm only works if connected to a charger. Therefore this is not a reportable event and the MDR is being cancelled.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) battery is swelling. Additional information received confirms that the battery was not swollen. The pdm only works if connected to a charger.